Event description:
Patient reported "unusual pain, tingling, swelling, numbness, or burning of the breast" side not specific. In addition, the patient reported experiencing moderate breast pain. Healthcare professional later reported capsular contracture, baker grade iii/IV. This is for the right side. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [04/23/2013]. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.